Event description:
The company was informed that the patient experienced intermittency. The patient's device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.